Event description:
During surgery the tip of the crosslink screwdriver broke off inside the crosslink while torquing. The surgeon was unable to remove the tip of the driver from inside of the locking set screw of the crosslink. The tip of the driver remains inside the pt.

Manufacturer narrative:
The device is a class I instrument that is intended to be sterilized and reused. The returned part was received by qc ra on 3/13/07 and the lot number was obtained. A design engineer confirmed that the tip had broken off. The incident root cause was determined to be due to user error. Info regarding the proper technique of the zodiac adjustable bridges application is contained within the surgical techniques. A memo was sent to the sales force on 2/22/07 which provided add'l details on the proper use of device and instructed the sales force on the use of surgical techniques.